Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a sharps container. The customer states she received a dirty needle stick to her abdomen from a needle sticking out form the bottom corner of the 5 quart container. The customer stated all medical testing was completed according to the facility protocol. To date the results are negative. The needles in the container were flu shoot needles only. She sought medical treatment right away from the testing and stated she is fine at this time.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.